Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with one pear shape clip and one conforming clips inside a sample bag. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips and locked out as intended but the orange indicator did not show up completely. Please note that this condition is unrelated with the report incident. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. No conclusion could be reached as to what may have caused the received malformed clip. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap low anterior resection, a clip was malformed and the next clip came out before the prior clip was formed. Another device was used to complete the procedure. There were no adverse consequences for the patient.